Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the threads on the onetouch ultra soft lancing device are damaged/stripped. On june 9, 2008, this medical affairs specialist contacted the patient to obtain more information in regards to initial call. However, the patient refused to provide any more information. After the reported issue (threads damaged/stripped) began in early 2008, the patient had symptoms described as "headache, sweating, lethargy, irritability, and vertigo." As a result of the reported issue, the patient decreased his insulin. The patient did not receive any medical intervention because of the reported issue. It would have been helpful to know the patient's diabetes medication regimen, was the patient still testing 4 times per day after the lfs lancing device did not work, how he treated his reported symptoms, if his diabetes medication regimen changed after the reported issue began in the same month, and the event leading up to the onset of the patient's symptoms such as lfs meter readings, food intake, diabetes medication intake, and physical activities. During troubleshooting, the reported issue was not resolved. There was no indication that there was any product misuse. This complaint is being reported because the patient claimed he had symptoms that can be suggestive of severe hypoglycemia after the onset of the reported issue (threads damaged/stripped). Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the lfs product do not pass inspection, lifescan will inform FDA of the results in a supplemental report.